Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that 5 infusion sets were leaking at the site. The infusion sets was in use for 24 hours blood glucose level at the time of event was 354mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.